Manufacturer narrative:
Initial and final MDR 1876138 - MDR 3003442380-2024-05019- device 3 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that patient faced seven infusion set fell off during use event on (B)(6) 2024. The patient replaced infusion set and resumed insulin successfully. No further information available.